Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a workmanship error. The customer reported the image quality being inadequate after restoring a backup from an individual presetting of exposure data stored on the system. The investigation showed that after the restore the incorrect setting was used which resulted in the images looking different from usual. It is not known if the technician used the wrong setting parameters or if an unknown error occurred why restoring the backup. After restoring the system to the correct data settings, the system works properly and the customer is satisfied with the image quality. The correct data was restored by the local service engineer and the error did not reoccur. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. The user reported this event to the FDA directly via medwatch mw5077885.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. The user reported image quality concerns during the procedure and stopped the case. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.